Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was not elevated on the transplant list secondary to a device or therapy issue. The patient's heart transplant was considered routine. The device operated as expected.

Manufacturer narrative:
Section d6b: date of explant corrected manufacturer's investigation conclusion: it was originally reported that the patient underwent a heart transplant, and whether the outcome was device or therapy related was not provided. However, further information communicated by the account revealed that the transplant was routine, and the device operated as expected. It was communicated that the device would not be returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Although no device-related issues were reported, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.